Manufacturer narrative:
Additional information was added to h3, h6 and h11: h11: one (1) actual device was received for evaluation inside a sealed pouch. Visual inspection was performed and a large blue pull ring cap (patient line cap) was observed not seated on the patient line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap of two (2) homechoice cassettes was loose and fell off. This occurred before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.